Manufacturer narrative:
B2: date of death: used (B)(6) 2024, as the exact death date was unknown. E1: initial reporter phone: (B)(6).

Event description:
It was reported that the patient died. A percutaneous coronary intervention was performed to address significant lesions in both the left anterior descending artery (lad) and the right coronary artery (rca). Initially, the lad artery, which had a 100% lesion, was treated by pre-dilating with a 2.0 x 15 mm balloon, followed by the deployment of a 3.5 x 20 mm promus premier drug-eluting stent. Post-dilation was then performed using a 3.0 x 15 mm balloon catheter at 12 atmospheres of pressure. Simultaneously, the right coronary artery (rca) lesion, which was 90% occluded, underwent pre-dilation with a 2.0 x 20 mm balloon. Subsequently, a 2.75 x 28 mm promus premier drug-eluting stent was deployed at 14 atmospheres of pressure. Following these procedures, the patient experienced a sudden decline in blood pressure leading to hypotension and subsequent cardiac arrest. Cardiopulmonary resuscitation (CPR) was immediately initiated and continued until blood pressure was restored. The patient was then transferred to the coronary care unit (ccu) for further management. Despite all efforts to stabilize the condition, the patient unfortunately passed away later that night.